Event description:
It was reported the lead displayed noise, high short v-v counts, non-sustained ventricular tachycardia, and was possibly fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.